Event description:
An attempt was made to use one 2.50x18mm resolute integrity coronary drug eluting stent (des) to treat a lesion in the mid left main (lm) artery with 50% distal stenosis and the left anterior descending (lad) artery with 50-95% ostial and distal stenosis. It was indicated that puncture in the right radial artery was performed with complications. A 6f radial sheath was used. A non-medtronic guide wire was used. The resolute integrity device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a 2.5x20mm sprinter legend balloon catheter to 14 atm. The resolute integrity device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the resolute integrity device. Excessive force was not used during delivery. A non-medtronic des was implanted at 14 atm in the lm - mid lad. The resolute integrity stent was placed distal to the first stent but before it was inflated the resolute integrity became entrapped and stent dislodgement occurred. The stent was retrieved to the radial artery by a number of maneuvers including swirling the first guide wire with two new non-medtronic guide wires and dilatation and retraction with a 2.5x15mm non-medtronic balloon at 20 atm. It was then decided to implant the deformed stent and loose guide wire in the right radial artery. Stent dilation in the radial artery was performed using a 1.5x12mm non-medtronic balloon to 16 atm followed by a 2.0x15mm non-medtronic balloon to 12 atm. Angiography showed good results. Pci was then continued via right femoral access. It was indicated that puncture of the right femoral artery was performed with complications. A 6f femoral sheath was placed. A non-medtronic guidewire was inserted in the distal lad. The first stent was post-dilated with a 3.25x12mm non-medtronic balloon to 18 atm. A 2.25x18mm resolute integrity stent was placed overlapping in the mid-distal lad at inflation pressure from 10 atm up to a maximum pressure of 20 atm. It was reported that a dissection occurred outside the stented area and this was treated with poba at 10 atm. The angiography showed adequate results. No further injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the dislodged stent was not deformed. The guidewire was a non-mdt device. The guidewire did not detach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: two images were provided for review. The lot number 0010605270 and the device details on the label of the shelf carton match what was reported in the complaint file.the second image was of the luer and distal section of the device. The size 2.5 x 18mm on the luer match what was reported in the complaint file. It appeared that the stent was not in place on the balloon. Additional information: it was indicated that puncture in the right radial artery was performed with complications. A 6f radial sheath was used. It was later confirmed that there were no complications. It was later reported that the 2.50x18mm resolute integrity stent dislodgement occurred before the stent became entrapped and before the device crossed the stent. Pci was then continued via right femoral access. It was indicated that puncture of the right femoral artery was performed with complications. A 6f femoral sheath was placed. It was later confirmed that there were no complications. The guidewire was examined and flushed before use without any issues noted. No difficulties were noted when loading the 2.5x18mm resolute integrity device onto the guidewire. The guidewire was used successfully with other devices prior to the difficulties occurring. It was later stated that the dissection was not caused or related to either resolute integrity stent. Annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: only the dislodged stent was implanted in the radial artery. Product analysis: the device was received for analysis. A kink was evident on the hypotube. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.